Event description:
Additional information was received on 2024-dec-10. The rep reported they asked the account for additional information. The account reported they did not know the reason why the patient had been taking antibiotics during the trial, they did not know if there were other signs of infection besides the "chills", they did not know the site of infection, if there was an infection, they did not know what the patient's status was, and they disposed of the wens and both leads (they were not returned as was reported in the rep's initial report).

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device, product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-19, the rep reported that the patient's doctor believes the issue was resolved on (B)(6) 2024.

Event description:
It was reported that a patient experienced chills four days into their trial on the evening of (B)(6) 2024. They reported they had been taking antibiotics throughout the trial. The trial leads were explanted on (B)(6) 2024. The resolution of the issue is unknown. The rep reported the wens and the two leads were already returned for analysis. No device issue was reported.

Manufacturer narrative:
Continuati-11-1on of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 03-jul-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 03-jul-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.